Manufacturer narrative:
The device was not returned to zoll medical corporation. However, the customer's report was observed during review of a photograph of the error message seen. Without evaluation of the device root cause could not be firmly established. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to the calibration table was found to be corrupted. The calibration table was re-loaded to resolve the report. It could not be established how the calibration table became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.